Event description:
A customer reported their AED's audible prompts are very low. The customer did not report this occurring during patient use.

Manufacturer narrative:
Troubleshooting of the AED with the customer confirmed the reported issue. Although requested, the AED has not been returned and the cause of the complaint is not known.